Event description:
Facility reported that the catheter from a powerglide 8cm 20g full kit allegedly sheared off in a patient. They reported that when viewed under fluoroscopy, the segment looked to have sharp edges. It was reported they were planning to remove the catheter on (B)(6) 2015. On (B)(6) 2015 - the catheter reportedly broke during the insertion procedure and became stuck in tissue. The catheter reportedly could not be removed by ir so the patient went to the operating room where the catheter was successfully removed.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.